Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found several dirty tip clamps & eject-sleeves. Fse cleaned all sleeves and replaced all tip clamps. Fse cleaned and lubricated x-arm assembly. While performing health check inspection, fse found broken tip retaining clip and replaced. The instrument was tested without further problem and was returned to expected operation.